Event description:
It was reported that during a pulse generator upgrade procedure, the setscrew of the new device would not engage the atrial lead. The device was not implanted and a new device was used. The patient was in normal condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test leads into the pulse generators header and the lead insertion force used to insert the lead was out of specification for the product.